Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was pulling fluid from the primary infusion rather than the intended secondary during patient therapy (unknown medication). The secondary bag was hung above the primary bag (as intended) and the flow-rate was programmed at 200 ml/hr. Fluid migration appeared to occur as drops were noted in the primary bag¿s drip chamber and it was necessary for the user to clamp the line. The user was able to recreate the symptom. There was patient involvement, but no report of patient injury or medical intervention associated with this event. No additional information is available.